Event description:
It was reported to philips that the device fails defibrillation testing. The field service engineer (fse) found the device needed a high voltage capacitor. Upon conclusion of the evaluation, it was determined that the high voltage capacitor requires replacement. The device passed testing and was put back into service.

Event description:
It was reported to philips that the device fails defibrillation testing. There was no patient involvement.